Event description:
As reported by the user facility: 1. One blood line separated from the arterial end easily when line was being stripped. There was no blood lost but clean up. 2. Second incident on same day had 1 blood line actively dripping from the tube connecting to the arterial pod. Upon inspection, it was not sealed. Pt w blood lost.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.